Event description:
The customer reported fluid leaked inside the instrument in the secondary mode area involving the coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the probe rinse block and probe waste not draining and noted pinch valve vl13 was not actuating. The fse noted the pressure tubing to pinch valve vl13 had come off. The fse replaced the tubing and verified performance. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).